Event description:
On (B)(6), 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6), 2012 the patient obtained elevated blood glucose readings ranging from 500 mg/dl to "hi mg/dl" (greater than 600 mg/dl), and he experienced the symptom of vomiting. The patient tested positive for moderate levels of ketones. The patient was given a bolus dose of insulin via the pump, and his subsequent blood glucose reading was 430 mg/dl. Troubleshooting revealed the pump basal/bolus settings were correct, and all total basal/bolus doses given correctly matched those programmed. The reporter claimed she changed the infusion set and infusion site and primed the tubing three times on the day of this event, but the primes were not recorded in the pump history. It was also revealed the reporter was not filling the cannula properly, which may have caused the elevated blood glucose readings. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 submitted: 09/11/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/13/2012 with the following findings: review of the black box and download history revealed no primes were performed or recorded on (B)(6) 2012, the reported date of the alleged event. The pump was returned with a battery cap that required excessive force to remove for investigation. On testing, there was no hypersensitivity of the keypad. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.